Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had a history of noise on the right atrial lead. The noise resulted in inappropriate auto mode switch episodes. The noise could not be reproduced with lead or pocket manipulation. The lead was explanted and replaced during routine device change out procedure. The patient was stable post procedure.